Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the patient called to request a replacement pump. User alleges recurring cs 064 or occlusion alarms with infusion set tubing/site. Instructions for use were followed to insert infusion set. Blood glucose level was 455mg/dl with frequent urination/excessive thirst/ drowsiness and patient ha lost confidence in the pump. This complaint is being reported because the patient experienced hyperglycemia, allegedly due to the occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple occlusion alarms associated with high force readings that led to delivery interruptions. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated errors, alarms, or warnings. The force sensor calibration measured within specifications. The recorded total daily dose values added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering in the required range. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.